Event description:
The report received stated a (B)(6) old male pt was in the hosp in intensive care. An inflating test was performed prior to use with positive results, the cannula (tube) was positioned (inserted). After 2 hours the cuff broke. A new cannula (tube) was used. It could not be confirmed of the lot number reported is the correct lot number associated to this tube.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.